Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vison was chosen for implantation utilziing an unknown flexnav delivery system. Customer performed loading and fluroscopic check per recommendations. After the first deployment attempt, recapture was attempted but was not possible. Re-sheath wheel reached end of travel. The valve could not fully enter the valve capsule and the valve capsule was observed to be kinked at the proximal end. The system was able to be removed from the patient and a replacement non-abbott sapien valve was implanted. No patient effects were reported and patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. An event of material deformation and retraction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided photo was reviewed, and the valve capsule is seen to be deformed. Based on all available information, the reported retraction problem appears to be related to the material deformation. A cause for the reported material deformation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
A large flexnav delivery system was used.